Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. Device evaluation: the lens was returned in micro-centrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -13.0/+1.5/091 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.